Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va00gjx, implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the impedance issues was not determined. There was no issues noted with the lead and the cause of the ¿lead nearing the end of its life¿ was not determined. Reprogramming was performed on (B)(6) 2016 and (B)(6) 2017. It was not noted if the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va00gjx, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that some programs had high impedance and some had low impedance. The high impedance was found on (B)(6)2016 and, on (B)(6) 2018, it was found that all impedances were abnormal (greater than 4,000 ohms) except for 2 and s. The device was reprogrammed on (B)(6) 2016 and on (B)(6) 2017, but the issue was noted to be ongoing. It was also reported that the lead was nearing its end of life. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: 3093-28, lot# va00gjx , implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.